Event description:
I had a mammogram done because it was advised by a doctor to have it done even with implants. That very night, I saw a difference in my implant by morning it was totally deflated. I had to have the other implant drained. I am now looking into explanting. I advised the place I got the mammogram done, however was advised that I signed a paper stating they are not liable. When your primary physician tells you to have a mammogram done even when they know you have implants you do it, fedex cost to the pt. I am now looking into explanting. I am not sure of the exact date. I did call the place I had the mammogram done repeatedly. Dr (B)(6) is explanting I'm sure that he has the exact date; however, that was not the beginning of the problem. One year after having been implanted, I ended up with a pacemaker and a partial hysterectomy. I also had two ablations because I ended up with tachycardia and syncope as well as bleeding 28 days of the month which caused me to have 1/4 of my blood supply. I have also since then had stroke like symptoms as well as memory loss, brain fog, major depression, headaches, numbness of the face and hands. I have had one thing after another since I got my implants. Within the first two years, I went from weighing (B)(6) to gaining (B)(6) and weighing (B)(6). I am constantly bloated, lately I've been having problems with kidney stones. I've had chronic fatigue for years. The doctors have sent me so many specialists, it isn't funny I have been to cardiologist and neurologist. I have been told that it is autoimmune disease, I have been told it's thyroid problems. Since I'm planning I have managed to have just about everything. I am explanting this year. Important info: since having implants, I have had a pacemaker, partial hysterectomy. I have been to cardiologist, neurologist. I have had problems with memory loss, brain fog, palpitation, chest pain, thyroid, lymph nodes, chronic fatigue, falling. Since having the mammogram and the deflated implant, I have had breast pain, tightening of the breast and burning sensation. I have had bloating. I gained 40 lb in the first 2 years of having implants.